Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable initial reporter's phone: (B)(6). Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter was placed transabdominally for preventative treatment of postpartum hemorrhage following a cesarean section delivery. The balloon was inflated with 150ml normal saline and the balloon ruptured. The use of the device was immediately stopped and a new device was used to complete the procedure. The patient had an estimated total blood loss (ebl) of 400ml. No other interventions were administered prior to the attempted device placement. The patient was hemodynamically stable. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. There were no adverse effects to the patient reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, a bakri tamponade balloon catheter was placed transabdominally for preventative treatment of postpartum hemorrhage following a cesarean section delivery. The balloon was inflated with 150ml normal saline and the balloon ruptured. The use of the device was immediately stopped and a new device was used to complete the procedure. The patient had an estimated total blood loss (ebl) of 400ml. No other interventions were administered prior to the attempted device placement. The patient was hemodynamically stable. The device was not handled by or in the proximity of any metal tools (i.e., forceps or suture needles) that may have damaged the balloon. There were no adverse effects to the patient reported. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, along with a visual inspection of the returned device were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14159262. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Visual inspection of the returned complaint devices was also conducted. One, used, bakri tamponade balloon catheter was returned for investigation. Balloon had an approximately 4.5cm long tear in the balloon material. No tool marks or other damage was noted. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.